Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Batch # unk.

Event description:
It was reported that prior to a hysterectomy video procedure, the jaw did not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l91w92. The device was received with the I-blade lower tip at the wrong side of the jaw. The lower jaw was damaged at I-blade channel area. The device was connected to the generator and it was recognized. Due to the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. It is possible that due to the iblade was out of the lower jaw channel, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.